Event description:
Anesthesia technician reports upon opening a pressure monitoring kit the device was found to have come apart within the packaging. No injury to patient as defect was found prior to use. New kit obtained and used with no further concerns. This kit is a custom kit made for our facility.it is my understanding a new custom kit was created for our facility as this was not the first incident of this defect, although it was the first reported to our office.